Manufacturer narrative:
Na.

Event description:
The customer complained of questionable ise indirect for gen.2 results for 1 patient sample tested on a cobas 6000 c (501) module. The initial sodium result from the original sample was 119 mmol/l with a repeat result of 137 mmol/l. The initial chloride result from the original sample was 123 mmol/l with a repeat result of 104 mmol/l. Another sample tube that was collected from the patient at the same time was tested. The sodium result was 137 mmol/l and the chloride result was 103 mmol/l. The erroneous results were released outside of the laboratory. The repeat results were deemed to be correct. There was no adverse event. The electrode lot information was requested but was not provided. The samples were aliquoted by a modular pre-analytical system. Qc results before and after the event were acceptable. On the day of the event, the analyzer alarm history showed one "abnormal sucking alarm". The field engineering specialist found that the sipper path was partially blocked. He cleaned the sipper flow path. He verified the sipper and the ise probe adjustments. Calibration and qc testing was successfully performed. He ran precision testing with acceptable results. The customer stated that there have been no further issues following the service visit.